Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-739b-(B)(4): the product used during the procedure was discarded and will not be returned to the manufacturer, however, an evaluation was performed based on a video provided of the faulty fiber during the procedure. The following observation is based on the media provided of the actual product: the glass cap shows a circumferential fracture on the distal side of the fiber/cap fusion zone at the bevel edge; the fiber proximal to the fracture can rotate independently of the outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion on the surface and slight melting on the output window. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which could limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, a blinking fiber output and an effectiveness issue were observed. Upon inspection of the fiber, the tip was noticed to be blackened and ruptured (broken) inside. It was also observed that that irrigation of the fiber tip was normal. The fiber was replaced and he procedure completed using a second surgical fiber. There was no injury reported. The fiber was reported to have been disposed of and will not be returning for evaluation, however, a video of the faulty fiber was provided.